Event description:
It was reported that the customer had dropped the insulin pump twice on the carpet and had power issues with the pump. Customer thought it was bulged out at one point, but now it is pushed in a bit. Customer's blood glucose level was 176 mg/dl. Customer stated that the drive support cap was flush. Customer reported that the battery symbol would suddenly go empty. Customer declined troubleshooting for the off no power alarm and failed battery test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
No off no power anomaly was noted. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. No unexpected failed battery alarm was noted. No damage was noted to the drive support cap. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.